Event description:
It was reported by the customer that a pyxis medstation es system had a tower door 5 failure. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. A field service engineer removed the latch column, removed the harnesses and cleaned the micro-switch terminals, tightened the connectors on the harness, and reassembled the latch column to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.